Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking from quick release site. The infusion set was in use for 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6000440 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction-3802038 guideline for test of reference samples buid-umd version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction-4902057 ver.1, 4902301 ver39, 4a02031ver 12. Test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction-4802011 version 10. Test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with work instruction-4802101 version 25. Test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6000440 was manufactured according to the document 4905501 version 22 on the packing process in the line 1, on 24/may/2023, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance raised during production. No further actions are required.